Event description:
It was reported that the patient experienced unspecified issues with his inflatable penile prosthesis (ipp) due to the pump stayed flat. The previous reservoir was removed and replaced with a new 100 ml reservoir. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The surgery occurred due to one of the connectors was not connected on one side, causing fluid emptiness in the implant.